Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral artery (rfa) access was used and a temporary transvenous pacemaker (ttvp) was inserted. Serial dilations were performed with a 14 french and 16 french dilator, then the delivery catheter system (dcs) was advanced through an 18 french non-medtronic sheath over a non-medtronic wire. The first deployment to 80% with pacing at 100 bpm was held in place for 8 minutes to ensure expansion at the annulus. Then final release was performed with pacing at 180 bpm, with placement at 4 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment obtained. The patient became ischemic after reducing the pacemaker, eventually recovering with right bundle branch block (rbbb) after starting the procedure in sinus rhythm. Trace paravalvular leak (pvl) was noted and the mean gradient was 7 mmhg on transthoracic echocardiogram (tte). A non-medtronic closure device was used and the ttvp was left in situ but removed later that day. The patient was discharged with no further complications or change in rhythm. Additional information was received that the physician reported the source of the ischemia was potentially due to prolonged pacing. Per the physician, the dcs did not cause or contribute to the adverse event.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral artery (rfa) access was used and a temporary transvenous pacemaker (ttvp) was inserted. Serial dilations were performed with a 14 french and 16 french dilator, then the delivery catheter system (dcs) was advanced through an 18 french non-medtronic sheath over a non-medtronic wire. The first deployment to 80% with pacing at 100 bpm was held in place for 8 minutes to ensure expansion at the annulus. Then final release was performed with pacing at 180 bpm, with placement at 4 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment obtained. The patient became ischemic after reducing the pacemaker, eventually recovering with right bundle branch block (rbbb) after starting the procedure in sinus rhythm. Trace paravalvular leak (pvl) was noted and the mean gradient was 7 mmhg on transthoracic echocardiogram (tte). A non-medtronic closure device was used and the ttvp was left in situ but removed later that day. The patient was discharged with no further complications or change in rhythm.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013251171); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.